Event description:
Customer called to report that she went to the emergency room for skin infection from the sensor. Customer stated that they gave her strong antibiotics that worked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.